Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient had a return of bowel symptoms for the last few months since (B)(6). The manufacturer representative was aware of the patient having some issues with their symptoms returning back in (B)(6). The patient had been working with their health care provider (hcp) to change their diet and medication to address the symptoms. The manufacturer representative had changed the patient¿s programs, but the patient felt stimulation on for a minute and then the sensation went away. The patient did feel the sensation in their perineum when they felt stimulation, but their symptoms had not improved. An x-ray was done and the hcp didn¿t notice lead movement. The patient¿s impedances were measured at 1.50 amps on (B)(6) 2016 and were greater than 4000 ohms on pairs 0 and 1, 0 and 2, 0 and 3, and 1 and 3. The patient was programmed with the first 4 standard programs 0 negative and 3 positive, 1 negative and 3 positive, 2 negative and 0 positive, and 3 negative and 0 positive. There were no trauma or falls that could be related to the issue. The manufacturer representative further met with the patient on (B)(6) 2016 and looked at a different program using an electrode configuration that didn¿t use the electrodes showing high impedances. The patient had another accident on the morning of (B)(6) 2016 and hadn¿t felt stimulation since shortly after they manufacturer representative made the changes. The patient was told to turn stimulation up until they felt it and then call back to let the manufacturer representative know if the stimulation was sustained or not. The indication for use for this patient was gastrointestinal/pelvic floor.